Event description:
Phillips machine has been recalled; I registered it and they won't send me a new machine. Excuses. The machine is malfunctioning and I have contacted them every month. They won't send a replacement and don't care. It is affecting my sleep and I think I am going to have to sue phillips. They are dishonest. Someone needs to look into this matter. FDA safety report ID # (B)(4).